Event description:
The customer called and reported experiencing high blood glucose under 400 mg/dl, and stated there was liquid inside the insulin pump. There was reportedly fluid inside the reservoir compartment, which the customer believed to be insulin. Customer also stated when she would enter in her blood glucose, the information would be held for twelve minutes, and she would need to change it manually. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump had no dried substance on reservoir compartment or on electronics noted. The insulin pump has minor scratched display window, scratched case and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.